Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "the dark blue tip comes out of the transfer set". This occurred during use of the device for peritoneal dialysis (pd) therapy, while trying to connect for treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. G4: combination product: add no (previously blank) additional information: d4, d9, h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to an inadequate solvent bond. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.